Event description:
During a pulmonary vein isolation procedure, the catheter was placed into the left atrium but a pool of water was observed near the electrical connection. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The reported event of a water leak was confirmed. Fluid was noted within the tygon tubing just distal to the electrical connector plug. Further testing revealed a leak at the luer/irrigation tubing junction, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the electrical connector. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Additional investigation determined the leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an interruption in the curing process.